Event description:
The fibula plate was implanted on (B)(6) 2014. On (B)(6) 2014, the plate broke when the patient walked. The broken plate and the screws were explanted on (B)(6) 2014.

Manufacturer narrative:
Additional mdrs associated with this event: MDR #3025141-2015-00001: plate, 3025141-2015-00002: screw 1, 3025141-2015-00003: screw 2, 3025141-2015-00004: screw 3, 3025141-2015-00005: screw 4, 3025141-2015-00006: screw 5.